Event description:
It was reported that during preparation of the farawave catheter for a pulse field ablation procedure to treat a persistent atrial fibrillation, when connecting the flush line to the catheter the doctor noticed that it was dripping out of the side of the handle. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The catheter was replaced, and the procedure was completed, no patient complications were reported. The catheter is expected to be retuned for analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, flow testing, dissection, and microscope inspection. No outer abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Flushing through the irrigation line was tested using the syringe. Flushing was not functional, a leak was observed in the catheter. The catheter was dissected to inspect the flush tubing to determine any potential cause for the leak. Dissection revealed some broke of the flush tubing. The catheter flush tubing was observed to observe the issue better. With the help of a uv light, the separation of the flush tubing can be seen. Flushing was not functional, a leak was observed in the catheter. Dissection revealed some broke of the flush tubing. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that during preparation of the farawave catheter for a pulse field ablation procedure to treat a persistent atrial fibrillation, when connecting the flush line to the catheter the doctor noticed that it was dripping out of the side of the handle. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The catheter was replaced, and the procedure was completed, no patient complications were reported. The catheter is expected to be retuned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.